Manufacturer narrative:
No product is being returned for evaluation; therefore, no conclusion could be made for the reported incident.

Event description:
In 2004, the pt underwent a high tibial osteotomy (hto) using a puddy plate. Six months post op, the pt had medical pain experienced with weight bearing activities. In 2005, the pt demonstrated poor filling of the osteotomy site. The pt was noted to have a broken screw. This is consistent with delayed union of the osteotomy site. Patient requested removal of the hardware and scaffold. Three screws were intact and removed. The plate was intact except for the posterior distal aspect which was free. The plate was also removed. The posterior proximal screw had broken.